Manufacturer narrative:
Other, other text: this MDR was generated under (B)(4), as a result of warning letter (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions without its original packaging. One sample was received and visually inspected under normal conditions of illumination finding no issues. Functional testing was performed by using a syringe to infuse water into the bag finding a leakage was detected in one of the top corners of the bag. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue was found to be manufacturing related. As a preventive action, a notification to the production personnel of this complaint was conducted by the production supervisor.

Manufacturer narrative:
Report source: (B)(6).

Event description:
It was reported that when the cassette reservoir was being filled it was found to be torn and leaking. No adverse patient effects were reported.